Event description:
It was reported that a spectrum configuration 2 pump failed flow rate accuracy test. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11 : the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was unable to confirm the reported problem and unable to send device for flow rate accuracy testing due to a service event of reload set message. However, device will be sent for full flow rate accuracy testing during the repair process. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During evaluation, the issue "reload set" was confirmed. The upper and lower ultrasonic values out of specification and the ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.